Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys testosterone ii assay (testo) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 15.27 ng/dl. The sample was repeated on a different analyzer, resulting as 487.0 ng/dl. By mistake, three sample tubes were collected from the patient, registered, and tested. Only the complained sample had a low testo result. The customer did not provide the results measured from the other tubes, but said the values were around 400 ng/dl. Based on this, the repeat result of the complained sample was considered to be correct. No adverse events were alleged to have occurred with the patient. The testo reagent lot number was 232994. The reagent expiration date was asked for, but not provided. Quality control results from the date of the event were within specified ranges.

Manufacturer narrative:
Precision studies were performed. The field service engineer checked probe alignment, cleaned the probes, and checked the gear pump and probe washing. He checked the mixer. He ran performance testing and this was within range.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.